Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had a unresponsive touch panel, none of the button seem to be working in arctic sun device. Sending part number and option to send it in. Per sample evaluation results received on 16aug2024, it was reported that device had to prime to fill.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a faulty circulation pump. The device was evaluated and the reported issue was confirmed due to a faulty circulation pump. Replaced circulation pump head. The arctic sun stat passed all performance testing, and electrical safety tests and is functioning. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had a unresponsive touch panel, none of the button seem to be working in arctic sun device. Sending part number and option to send it in. Per sample evaluation results received via task on 16aug2024, it was reported that device had to prime to fill.